Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient was feeling thirsty, tired, and dehydrated. It was reported the patient¿s sensor failed, but no other specifics were provided including when the patient became aware of the failure, etc. The patient was not testing his bg meter via fingerstick as a back-up. The patient was about to call emergency medical services (ems), however, the patient¿s wife decided to take the patient to the emergency room (ER). At the ER, the patient¿s vitals were taken, and his bg meter reading was high, but no specific value was provided. The patient was diagnosed with dka and treated with humalog and levemir insulin. The patient was discharged on (B)(6) 2025 with a bg meter reading was 114 mg/dl. The patient was ¿fine¿ at the time of report. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.